Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product involved in the reported incident was returned to one of our b. Braun facilities and the device was evaluated by a qualified technician during the investigation. When the pump was evaluated, the reported issue was not observed. Volumetrics of 2.14ml/hr and 5.04ml (dl: blood) tested in spec at 4.96ml or 98% of expected volume perform preventive maintenance service log review shows on 11/11/2021 and 3:40pm an infusion start of 2.14ml/hr and 6.4ml (dl: blood; 35ml syringe). At 6:01pm infusion was stopped with a volume infused to 5.04ml. No further infusions took place.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: under infusion of blood. Infusion rate was 2.14 ml/hr. The infusion finished 1 hour later than set because it was checked after 2 hours and the blood had not infused. New pump was obtained. Blood transfusion was late and had to be given over a shorter period of time to be able to administer prior to expiration.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: under infusion of blood. Infusion rate was 2.14 ml/hr. The infusion finished 1 hour later than set because it was checked after 2 hours and the blood had not infused. New pump was obtained. Blood transfusion was late and had to be given over a shorter period of time to be able to administer prior to expiration.